Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported the trial patient was hospitalized overnight due to dehydration. They were urinating frequently and had a bladder infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.